Event description:
Customer reported that the act button on the insulin pump is not responding. Customer stated she thinks she was able to deliver some insulin. Blood glucose value is 77 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.